Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The device was not functioning. The pateint alleged shortness of breath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 17, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging,device won't turn on and/or function, and difficulty breathing and other thermal issue that are related bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed potential liquid ingress on the blower. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer cannot confirm the complaint of the device not powering on or functioning and unable to address the patient's symptoms. Sections d9, g3, h2, h3, h6 has been updated in this report.